Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was "high" according to continuous glucose monitor readings due to needing settings adjustments after a kidney transplant. Bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.